Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals, oversensing, and low amplitude. Which led to receiving an inappropriate shock. Subsequently, reprogramming efforts were performed. Additional information received indicates that this s-ICD delivered several inappropriate electric shocks and the therapy was turned off. The plan is to explant the system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals, oversensing, and low amplitude. Which led to receiving an inappropriate shock. Subsequently, reprogramming efforts were performed. Additional information received indicates that this s-ICD delivered several inappropriate electric shocks and the therapy was turned off. The plan is to explant the system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals, oversensing, and low amplitude. Which led to receiving an inappropriate shock. Subsequently, reprogramming efforts were performed. Additional information received indicates that this s-ICD delivered several inappropriate electric shocks and the therapy was turned off. The plan is to explant the system. No additional adverse patient effects were reported and this s-ICD system remains in service.